Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the subject device such where, the ccd unit or the printed circuit board of the video connector or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the 3d endoscopic image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. But the phenomenon was that the 3d endoscopic image was not stereoscopically visible, which might had been occurred by the poor fixation of the image sensor due to the physical stress. There was no patient injury associated with this report.